Manufacturer narrative:
Citation: lanzillo g, et al. Pacemaker-related complications in patients undergoing transcatheter aortic valve implantation: a single-center experience. Journal of invasive cardiology. 2020 dec;32(12):e362-e369. Doi: not available. Full-text article attached to this report. Earliest date of publish used for date of event: december 01, 2020 (month and year valid). FDA approved medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding rate of complications secondary to permanent pacemaker implantation after transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between 2008 and 2015. The overall population included 736 patients who underwent tavi during the study period (demographic data not disclosed). Of these 736 patients, 120 underwent permanent pacemaker implantation following tavi and were included in the final study population. Patients underwent tavi with either a non-medtronic valve type or a medtronic transcatheter valve (corevalve, evolut r, or engager). No unique device identifier numbers were provided. After tavi, 25 in-hospital deaths occurred. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. After tavi, the following non-death adverse events were observed: stroke/transient ischemic attack; vascular complications; major bleeding events; myocardial infarction; and permanent pacemaker implantation after tavi (58 corevalve cases, 11 evolut r cases, engager cases not reported). Reasons for pacemaker implantation included: complete atrioventricular block, slow atrial fibrillation, sick sinus syndrome/tachy-brady syndrome/prolonged pauses, first-degree atrioventricular block + left bundle branch block, second-degree atrioventricular block, trifascicular block, bradycardia, and other unspecified conduction disturbances. No additional adverse patient effects or product performance issues were reported.